Event description:
Attorney reported: in 2002, pt underwent right inguinal hernia repair procedure during which a perfix plug was implanted. Since about 3/2005, pt experienced constant pain and swelling at implant site. In 2008, pt underwent exploratory surgery and removal of the perfix plug due to doctor's belief that was causing the chronic pain pt was suffering from.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.